Event description:
Distributor contacted dexcom technical support on (B)(6) 2014 to report a detached sensor on (B)(6) 2014. The distrubutor claimed that upon applicator removal, sensor wire was removed as well. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.